Event description:
It was reported that the patient underwent spinal surgery for scoliosis. During surgery, the t27 driver was broken. There were no patient complications

Manufacturer narrative:
Visual and optical examination identified highly atypical, tortuous fracture morphology, with multiple hexalobes broken off axially to the shaft and apparent axial striations. Tip shaft diameter and material hardness found to be conforming to print specification. Surrogate torsional overload testing with the same part and lot# and testing both low and high speed rotation conditions did not identify similar condition. Instrument manufacturer documentation confirms chemical conformance to material specification, and processing documentation suggests heat treatment and plating processing were performed as an entire lot. After visual, optical, and dimensional inspection, unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the event.